Manufacturer narrative:
Unit was received with reservoir tube lip completely broken off. The reservoir did not stay locked in. Unit was received with missing o-ring from the reservoir tube. Unit was also received with cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's black o-ring in the reservoir housing started to come off. They would have to place the o-ring back. The reservoir housing was cracked and was missing a piece. Damage was also visible near the battery housing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.